Event description:
A medtronic representative reported that, while in a spine procedure, it was identified that there was toggle at the inter-connection of the legacy 5.5mm screw-crown and the navigation screwdriver. The toggle was directly between the crown of the mas screw and the distal tip/threads of the driver. When the screw was completely tightened down on the driver and inserted into the pedicle, if there was any small movement of the driver shaft, it appears the screw is directed in another trajectory, even though it is firmly seated in the pedicle. The surgeon removed the screw from the disc space and replaced it. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws.device lot number, or serial number, not available.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Lot # and mfg date now provided.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.